Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative disk disease with fixation at t1-t3. It was reported that the case was planned the day of surgery with attention paid to screw size, pedicle size, and trajectory angles. A clamp was used to secure the surgical system to the patient at the spinous process of t2. Registration was successful on the second attempt using the complex algorithm. All trajectories were accurate except for right t3 which was deviated superiorly. The surgeon re-placed t3 by hand. There was no patient harm and the procedure was not delayed over an hour.